Event description:
Customer states tubes don't spin cleanly removing all the cells from the serum and gel and create a ring of red cells under the cap creating the elevated potassium levels (greiner rep has visited this location in the past and worked directly with the client). All collection and handling processes were observed, and the client is doing everything correctly.

Manufacturer narrative:
Complaint (B)(4).: samples have been requested from the customer but have not year been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Manufacturer narrative:
Complaint (B)(4). No samples of 456018p/b25013mw were received. This portion of the complaint cannot be determined. Received (B)(4) 456018p/b2412343 for evaluation. Received customer pictures. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. Samples were functionally evaluated (filled and centrifuged at 1800g for 10min - minimum of recommended conditions). No deviations could be observed in tested samples. This portion of the complaint is not confirmed. Corrected data: h6: type of investigation, investigation findings, investigation conclusion.